Manufacturer narrative:
Per the facility on 5/10 an abdominal rash was reported. Due to this, a medrol dose pack and cream was used. No additional information was provided related to the reported incident. The sample is reported to not be available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the facility on 5/10 an abdominal rash was reported.